Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens haptic was not sitting well and was unbalanced. In fear that there were some defect on the haptic of the rigid lens, the lens was removed from the eye. The cataract removal was completed but since there was no replacement lens available, the patient as left aphakic. An iol implantation has been scheduled for another date.

Manufacturer narrative:
The lens was returned. Solution is dried on the lens. The lens was cleaned with lphse for further evaluation. The optic is scratched. A dimensional inspection was conducted. The lens dimensions (plan view) met specifications per an approved template. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a viscoelastic and a flat forcep. The product investigation could not identify a root cause for the complaint of 'lens not sitting well and unbalanced'. There was no haptic imperfection or damage observed. A dimensional inspection was conducted. The lens dimensions (plan view) met specifications per an approved template. The optic is scratched. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).